Event description:
Pt underwent a right total knee replacement. While catheter was being removed, it sheared and a piece approx. 5cm in length was retained in pt. Due to pt's age, retained piece will not be removed. There were no associated pt complications reported.